Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced dyshidrotic eczema ("dyshidrotic eczema on hands"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyshidrotic eczema ("dyshidrotic eczema on hands"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Case upgraded to serious incident due to event medical device removal. Date of essure insertion was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.